Event description:
Testing performed by advanced bionics rep showed out of range impedances with the pt's device. Programming adjustment was recommended. However, the pt's parents decided to move forward with revision surgery. Surgery to revise the pt's c1 device will be scheduled. Advanced bionics is in the process of gathering more info.